Event description:
It was reported that the reservoir leaked. The blood glucose reading is 122 mg/dl. Insulin leaked past the o-rings into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.